Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the saturday prior to the report the adaptive stimulation did not decrease when the patient laid down. During the call, the patient held the controller close to the implant and got a no device found message. The patient said they did feel stimulation. The controller and ins were both 50% charged. The patient went to check position and to was grayed out. The patient was able to turn adaptive stim back on. No further complications were reported. Additional information was received from the consumer. It was reported that somehow auto position was shut off, and it was unknown how. Patient reported they called the rep and the rep walked them through to see what was wrong. Rep helped with problem. Additional information was received from the patient. It was reported that his adaptive stim was still not properly working. Patient was expecting his stimulation to change when he sat down but pss explained that patient's sitting and standing position were both "upright." Patient stated when he lied down his stimulation did not decrease like it should and this caused his ins battery to deplete faster. Patient tried to change stim when lying down and patient stated it felt like burning hot water was going down his legs which he clarified the reason for his scs nerve damage in his legs. Patient stated that feeling was proof that he was turning down his intensity when lying down. Pss told patient that he needed to hold that position for a few minutes to "set" it. Patient stated the new intensity levels were not staying where he set them. Patient would f/u with hcp and rep. Patient voiced his frustrations with scs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. The patient stated "nobody answered" in response to what steps were taken to resolve the faster battery depletion. No further complications were reported or anticipated.